Event description:
Patient reported that one of her cadd ms3 pumps would turn off intermittently while she was programming it. She changed batteries but it did it again. She did not use the pump, she did not miss any medication. The medication she was using is remodulin sq continuous 75 nkm. The serial number of the pump is (B)(4). The pump is being replaced and a return box is being sent for the pump. Dates of use: from unk to current. Diagnosis or reason for use: pah.